Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated t-wave oversensing. The patient's condition was stable. No intervention was reported.